Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). The local field representative called for a longevity calculation. Technical services advised explanting the device within five days due to the expiration of the eri to end of life (eol) window. No adverse patient effects were reported. Subsequent information indicates that the device was explanted for normal battery depletion. A request for the return of the device has been made.